Event description:
During hysterectomy, the fenestrated bipolar suddenly malfunctioned. The jaw was loose and unable to grasp. Inspected - all parts were intact. Removed from field. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an email to the address below.